Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of two reports from this facility. (B)(4).

Event description:
A healthcare professional reported that two knives were blunt during surgery. Procedure details and patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
One knife sample was received by manufacturing inside of an opened blister package. The blade of the returned sample was pointed downward into the protective tray material. The sample was visually inspected per facility procedure and was found to be nonconforming with a damaged tip and damaged cutting edges. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the provided lot number for the reported issue. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. A root cause cannot be determined for the complaint as described by the customer. As the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformances are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. A training presentation on handling techniques was provided to the account representative for this entity to discuss proper handling of blades. Additionally, an investigation has been initiated to identify if further actions are warranted. The manufacturer internal reference number is: (B)(4).